Event description:
Resident was ordered pedialyte 50 cc/hr per gt on 6/30/94. Nurse noted at 9.00 am on 6/30/94 that 1800 cc pedialyte had infused in a 12 hr period. Resident had abdominal distension with one large runny stool and was noted to be wheezing. Pump was noted to be threaded correctly. Cxr earlier on 6/30/94 showed "normal chest". Ceftin ordered 7/4/94 for continued s/s of uri.